Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a red and itchy rash on their back under left te pad and vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended wearing the lifevest at night as patient may have a nickel allergy. Follow up indicated that the skin irritation improved.